Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp)-biopsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the handle of the device got kinked. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the pull wire was broken, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned rx cytology brush revealed that the catheter and the pull wire were bent and twisted at multiple locations throughout. The thumb ring assembly hypotube was bent and the brush was missing, most likely cut off by the user to retain the sample. Functional evaluation found the thumb ring could be fully extended and retracted with no corresponding pull wire movement. Device was disassembled and the pull wire was found broken at the end of the hypotube. The twists, bends, and kinks were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure. The damage would have restricted the pull wire movement. Attempts to extend and retract the brush would have caused the handle hypotube to bend and result in breakage of the pull wire. Therefore, the most probable root cause classification is "operational context". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.